Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic bypass gastric with roux en y gastroenterostomy, the staple that was applied on gastric pouch did not form well. They also noted that the staple line was incomplete. The patient coded and was taken back to the operating room the next morning and drained it to correct the damage. The patient was intubated and was place on ICU. This event caused the patient to extend hospitalization.